Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The sample was not available, therefore no evaluation could be performed. The problem was confirmed and the cause was determined to be air in line.

Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) problem of air in line that occurred during initial drain. The hp was advised to end the therapy and contact the nurse. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the caregiver on (B)(4) 2011. The caregiver stated the following: the sample was discarded and new supplies were used to clear the alarm. A companion sample was requested with lot number h11d21070. The patient has been doing fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.